Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. It should be noted that the emboshield nav 6 instruction for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. The reported difficulty to remove was not tested as it was based on case circumstances. The investigation determined that the reported difficulties appear to be user related. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was non tortuous, heavily calcified and 80% stenosed. During advancement of the nav6 embolic protection system to the lesion over a non-abbott guide wire, the filter basket came off the wire inside the patient anatomy, proximal to the lesion and distal to the sheath. A tulip snare was used to retrieve the basket. During removal, there was resistance with the sheath. The procedure was completed as planned. Although there was a 20 minute delay reported, it was not clinically significant. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.